Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope/near syncope and went to the emergency room. An interrogation showed that there appeared to be possible rv undersensing on the right ventricular (rv) lead during an episode in the ventricular fibrillation (vf) zone. It was also noted that there was high rv threshold. No programming changes were made and the rv lead remains in use. No further patient complications have been reported as a result of this event.